Event description:
Physician stated he felt resistance when loading a wire in the cs lead, upon removal of the wire, he noticed damage to the distal end of the wire. The lead was also removed. A new lead and wire was used.